Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had received motor error alarm. The insulin pump was not exposed to high magnetic field and drive support cap was normal. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The displacement test and manual prime was successful passed and motor alarm did not recur. Motor error alarm recurred. Customer also did a self-test and the vibrate did not work, did self-test again and customer did not get the vibrate again. The device will not be returned for analysis.